Manufacturer narrative:
The handpiece and tip are currently being evaluated in-house. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance, when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a pt developed anterior uveitis and vitritis in the left eye one day post phacoemulsification. The pt was treated with topical vigamox and omnipred, and the outcome is reported as good. A completed questionnaire returned by the surgeon indicated that the phaco tip used during the event was reused after flushing and autoclaving.